Event description:
Patient here for mediport removal. Catheter breakage occurred when attempting to remove. The physician noted the catheter was brittle, and they have seen this multiple times previously with this brand. The device was saved in pathology at this time. Per operative note [date redacted]: "operation: the patient was brought to the operating room, placed on operating table in supine position. After induction of general anesthesia, patient was prepped and draped in the usual sterile fashion using chloraprep with the head turned to the left. After a timeout was performed, correct patient and procedure were identified. Local anesthetic was injected around the previous scar. An incision was made through the previous scar. Dissection was carried down to the port and there was a capsule around the port site that was opened and removed from the port. The port and the connected catheter were extricated and dissected as distal as possible. There were still significant tension on the catheter. The catheter was also noted to be brittle. To further dissect out the catheter, a counter-incision was made at the cervical scar where the catheter can be palpated. Dissection was carried down to the right internal jugular vein and self-retaining retractors placed. The catheter fractured proximal to a hemostat. Further blunt dissection was carefully carried down and calcifications were peeled off the remaining catheter. Fluoroscopy was used to assess about 5.3cm of the catheter remained intra-vascularly. When we attempted to dissect out additional catheter, another 1cm of the catheter fractured off with no visible extra-vascular catheter visible. Fluoroscopy was performed confirming that the catheter was still adhered to the ij [internal jugular] insertion site, likely with intimal attachment. I un-scrubbed and went to the waiting room to discuss with mom the options and she would like to pursue an attempt at catheter extraction. Ir [interventional radiology] was then consulted to assist with catheter fragment extraction. Both incisions were checked for hemostasis and closed in layers. The skin was then dressed with mastisol and steristrips. The patient was then turn over to ir for their part of the procedure. Please see dr. [Redacted] note for details. All instrument counts, needle count and towel counts were correct at the end of the case. No complication noted. Findings: the port was removed and the attached catheter was removed in fragments."